Event description:
The customer's blood glucose measured 190 mg/dl at 2:09 pm, which was corrected with a 0.9 unit bolus. At 5:07 pm, his bg had reached 313 mg/dl. He realized the cannula was not in the skin and deactivated the pod.

Manufacturer narrative:
The device was not returned for evaluation. The caller reported that the cannula was not in the skin at the infusion site. A dislodged or improperly inserted cannula could interrupt insulin delivery and contribute to reported hyperglycemia. The omnipod user guide warns: "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery", "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted", "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may results," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.